Manufacturer narrative:
D2b pro code (product code): lit, dqy.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a non-tortuous and non-calcified vessel. An 8.0mm x 80mm x 50cm athletis pta balloon dilatation catheter was advanced for dilation. During the procedure, the balloon was inserted and ruptured upon first inflation at 20 atmospheres for few seconds. The device was successfully removed, and the procedure was completed with another balloon. No complications were reported, and patient was stable.

Manufacturer narrative:
D2b pro code (product code): lit, dqy. Device evaluated by MFR.: an atletis device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination identified a longitudinal tear in the mid region of the balloon and measured approximately 4mm in length. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a non-tortuous and non-calcified vessel. An 8.0mm x 80mm x 50cm athletis pta balloon dilatation catheter was advanced for dilation. During the procedure, the balloon was inserted and ruptured upon first inflation at 20 atmospheres for few seconds. The device was successfully removed, and the procedure was completed with another balloon. No complications were reported, and patient was stable.